Event description:
Erosion of mesh into vaginal wall. Surgical repair of by cutting mesh and repair of tear. Secondary problem to surgery, inability to urinate currently have catheter for the next couple of days. Dates of use: (B)(6) 2006 - (B)(6) 2011.